Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 05-oct-2023, medwatch report is mw5146846. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had a crack. The following information was provided by the initial reporter: "rn drew up rabies immune globulin in 5 ml syringe lot 3125894 (item ref (B)(4)). When she went to administer to the patient (im injection) the medication per rn, 'shot out the side of the syringe through a crack and across the room'. Rn stopped administration. Wasted medication and contacted pharmacy for another does. Second time no issues and patient received full dose of rabies vaccine." Response received on 01-nov-2023: based on the information provided, I believe this is in reference to a medwatch I submitted on 10/5/23, attached. The syringe was not retained, and I do not have a photo. There was no known injury to the patient or staff member at the time of the incident. There was resultant waste of an expensive medication.